Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. Date of event is an approximation. On (B)(6)2024, it was reported that the pediatric patient would have experienced diabetic ketoacidosis, and when a fingerstick was taken the cgm was reading 11.0 mmol/l, and the blood glucose reading was 29.0 mmol/l. The patient was hospitalized and was treated with intravenous fluids and insulin. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.